Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 6.3, coagucheck: 3.9. Pt was in the hospital on (B)(6) 2012 and (B)(6) 2012, due to low sodium and high inr result.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 6.3, lab: 3.9, mean: 5.1. Calculated mean for reported results is greater than 5.0, and the difference between the results is greater than 2.2. The results are considered discrepant beyond the documented variability for pt/inr testing. Further testing was pursued. User reported pt thyroid dysfunction - hypothyroidism. Per product insert, "liver disease, congestive heart failure, thyroid dysfunction and other diseases or conditions can affect the action of oral anticoagulants and the inr value." Unable to determine if this may be root cause. No strip lot info provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not met accuracy criteria. Review of complaint found pt's medication and pt's condition may affect test accuracy. No strip lot info was available and no product was expected to be returned, further investigation for product performance could not be conducted. No corrective action required at this time as no product deficiency was established.